Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr2876 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that there was some difficulty when trying to remove the guidewire, which caused the catheter to wrinkle and then rupture .